Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unusual gas bubble in the anterior chamber of the left eye during a laser assisted cataract procedure. The gas bubble appeared to partially crack the treated lens. After the laser treatment, the surgeon noted an unusual curved "cut" in the posterior third of the lens. Additional information received states the doctor thought there was a "cut" but it was that the gas pressure caused the nucleus to fracture, the procedure was completed with no issues. The patient is doing well postoperatively.

Manufacturer narrative:
The system was examined and the company representative was unable to find anything. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).